Event description:
One pt with discrepant calcium results. Initial result 16.2 mg/dl, repeat gave 9.9 mg/dl. Initial result was not reported. The field service rep determined rotor belt tension to be the cause and replaced the rotor belt and tension spring. Performance tests performed which were within spec.